Event description:
As the physician attempted to pull the interventional wire from the left coronary artery, the wire tip fractured inside the left anterior descending artery, multiple attempts to retrieve the fractured part failed. Patient was stable, denies chest pain or shortness or breath, had a timi flow 3, bp150/94, hr 92 and sinus.